Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, uterosacral ligament vaginal vault suspension and cystoscopy.

Manufacturer narrative:
(B)(4). (B)(6). Dyspareunia. It was reported that the patient concomitantly underwent a laparoscopic assisted total vaginal hysterectomy on (B)(6) 2005. The patient had mesh removal surgery on (B)(6) 2010 due to pain, dyspareunia and erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.